Event description:
At about 8 months after primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the patient's natural patella and revised the liner (10mm) with a thicker one (13mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09-jul-2024. Lot 2309307: (B)(4) items manufactured and released on 19-may-2023. Expiration date: 2028-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.